Manufacturer narrative:
A getinge field service engineer (fse) stated, unable to power on, ac indicator light off. Determined that the ac power cord was faulty. Requested replacement. On the second visit, after replacing the shaft cable, all functional parameters were tested to be normal and delivered for clinical use.

Event description:
It was reported that during pre-use check, the cardiosave intra-aortic balloon pump (iabp) could not be charged and the ac power indicator light did not light up. No patient involved.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
It was reported that during pre-use check, the cardiosave intra-aortic balloon pump (iabp) could not be charged and the ac power indicator light did not light up.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due character limitations - e1 -(B)(6) hospital